Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported the rigid video scope had an error message e104: fog free function is not working properly. The issue occurred prior to use for an unknown therapeutic procedure that was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3 h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause cannot be determined. However, based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is due to a broken outer tube (thermistor), which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had an error message e104: fog free function is not working properly. The issue occurred prior to use for an unknown therapeutic procedure that was completed using the same device. There were no reports of patient harm.